Event description:
It was reported that during a da vinci si hysterectomy procedure, while performing dissection to take down the patient's bladder, the surgeon punctured the patient's bladder. It was reported that the patient had an anatomical issue related to a redundant bladder.

Manufacturer narrative:
On (B)(6) 2013, isi contacted the clinical sales representative (csr) who was present during the surgical procedure. The csr indicated that the surgeon was using a permanent cautery spatula instrument and a fenestrated bipolar forceps instrument to take down the patient's bladder when damage to the patient's bladder occurred; however, it is unknown which instrument caused the damage to the patient's bladder. The csr indicated that there was no malfunction of the site's da vinci si surgical system, instruments or accessories that caused or contributed to the injury sustained by the patient. The csr indicated that the patient had a challenging anatomy and due to the thickness of the patient's bladder, the surgeon experienced some difficulty delineating the patient's bladder planes, causing the surgeon to inadvertently puncture the patient's bladder. The csr indicated that the surgeon repaired the patient's bladder using the da vinci si surgical system and the affected area was repaired with sutures. The csr indicated that the planned surgical was completed and the surgeon has not reported that the patient suffered any post-surgical complications as a result of the reported event. Based on the information provided, it was determined that the da vinci surgical system, instruments and/or accessories likely did not malfunction in a way that caused or contributed to the patient's injury, but, rather due to the patient's challenging anatomy, which caused the surgeon to inadvertently puncture the patient's bladder. Medwatch report 2955842-2013-00960 has been submitted for the fenestrated bipolar forceps instrument that was also being used when reported event occurred.